Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for an unknown reason. They put another unit in it's place to meet the immediate patient monitoring needs, and have not taken action on the failed device at this time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were being used in conjunction with the cns: transmitters: no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for an unknown reason. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down for an unknown reason. They put another unit in its place to meet the immediate patient monitoring needs. No patient harm or injury was reported. Investigation summary: the customer installed another cns in its place and transferred the hdds from the old cns into the cns the newly installed cns. The customer then received a "software protection lock" error. This is normal since the customer transferred the hdd of the old cns to the other cns and would need to register the software on the newly installed cns. The issue was resolved after the password to register the software was provided. A review of the history of the serial number identified no similar events. Based on the available information, the root cause of the cns sudden shutdown could not be identified. It is unlikely that the software of the device had been corrupted, or the hdd had failed since the user was able to use the hdd of the device and its contents on another cns. A possible cause of the sudden reboot or shut down is hardware failure. The device has been in service since 12/13/2012, and it is possible that some hardware components of the device such as the power supply, may have worn. Physical damage on the device may also cause the device to go down. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for an unknown reason. No patient harm was reported.